Event description:
Dr reported that an abutment broke in function. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review of the lot history of the subject product since the lot number was not provided by the dr.'s office.